Manufacturer narrative:
Physio-control tightened the kepnut on the devices auxiliary power connected to resolve the reported issue. Physio control also replaced the devices display as a precaution. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Root cause of the reported unexpected loss of power is likely a loose kepnut on the auxiliary power connector.

Event description:
The customer contacted physio-control to report that the device spontaneously shut off. "According to customer, monitor screen black with two green lights in top right solid an/ no beep on two attempts. Batteries removed and placed back in. Monitor then turned on and functioned normally with cardiac rhythm visible for approx 90 seconds before spontaneously shutting off. Both batteries were charged". In this state the device may not be able to deliver defibrillation therapy if needed. The customer stated that EKG and IV was provided however, there was no serious injury or patient death related to the use of the device and no reported delay of care, so there was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control performed an initial evaluation of the device and was not able to duplicate the reported issue. Initial evaluation of device electronic data files were not able to verify the issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the device spontaneously shut off. "According to customer, monitor screen black with two green lights in top right solid an/ no beep on two attempts. Batteries removed and placed back in. Monitor then turned on and functioned normally with cardiac rhythm visible for approx 90 seconds before spontaneously shutting off. Both batteries were charged". In this state the device may not be able to deliver defibrillation therapy if needed. The customer stated that EKG and IV was provided however, there was no serious injury or patient death related to the use of the device and no reported delay of care, so there was no report of any adverse effect to the patient as a result of the reported issue.